Event description:
It was reported that the c-arm moved slightly during a biopsy. No injury reported. A field engineer was dispatched to the site and noted that this was the only time the issue had occurred. The brakes were being replaced on (B)(6) 2019 as a precaution.